Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an axium coil that detached premature and resulted in led to patient vessel occlusion. It was reported that the patient was undergoing a coil embolization procedure to treat an aneurysm in the left internal carotid artery c7 segment. During delivery, the coil detached prematurely resulting in the coil landing in the a2 segment of the left anterior cerebral artery (aca). The surgeon made multiple attempts to retrieve the coil within success. Angiography with contrast shows retention in the left aca a3 signifying vascular occlusion which posed high risk to the patient. The site assessment of the event concluded the occlusion was directly related to the premature detachment of the coil.

Manufacturer narrative:
Additional information received reported the event is the same as the event reported in regualtoru report 9612164-2024-03755. If any new information is received it will be in included in that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.